Event description:
The customer reported that the image was blurred and occasionally disappeared during an unspecified procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported issues. In addition, the bending section cover was stretched and there were spots in the image due to adhesive cracking on the image guide bundle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the internal charge coupled device unit was damaged by stress on the bending section, or the like. The event can be detected/prevented by following the detection method in the operation manual: ¿important information ¿ please read before use: precaution for disappeared or frozen endoscopic image¿. Olympus will continue to monitor field performance for this device.